Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: received product consisted of a guidewire, a 4f guide catheter, a 6f guide catheter and a stent folded on a snare. The snare was inside the 4f guidecatheter with the distal loop unraveled. The stent was bent/folded with a portion stretched 5.5 cm. Further inspection presented no other damage or irregularities. The undamaged portion of the stent was measured (mid=.0405 in, end= .0400 in) met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. Access was obtained through the radial artery. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous obtuse marginal (om). The lesion was predilated with a 2.0 x 15mm non bsc balloon. A 3.0 x 38mm taxus liberte stent delivery system (sds) was then advanced to the om and would not cross the lesion. When the physician withdrew the device into the introducer sheath the stent dislodged at the distal end of the introducer sheath. The stent was retrieved with a snare and successfully removed. The procedure was completed by exchanging the guide catheter and a 3.0 x 38mm taxus liberte stent was implanted. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. Access was obtained through the radial artery. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous obtuse marginal (om). The lesion was predilated with a 2.0 x 15mm non bsc balloon. A 3.0 x 38mm taxus liberte stent delivery system (sds) was then advanced to the om and would not cross the lesion. When the physician withdrew the device into the introducer sheath the stent dislodged at the distal end of the introducer sheath. The stent was retrieved with a snare and successfully removed. The procedure was completed by exchanging the guide catheter and a 3.0 x 38mm taxus liberte stent was implanted. No patient complications were reported and the patient's status is good.